Event description:
It was reported that post a coronary stenting treatment procedure, the patient experienced thrombosis.the 100% stenosed long, chronic total occlusion(cto) lesion was located in the 1st diagonal. The patient was treated with predilation and placement of a 2.5x23mm promus stent in the distal portion of the lesion and a 2.5x32mm taxus liberte in the proximal portion. Post dilation was performed with a 2.5x20mm quantum balloon. No intravascular ultrasound (ivus) was performed and the procedure was successfully completed. One day later, the patient complained of chest pain. A coronary angiogram was emergently performed. Occlusion due to stent thrombosis was confirmed. An intervention was performed. Thrombectomy and balloon dilation with a 2.5x15mm quantum apex balloon was performed. An intra - aortic balloon pump (iabp) was inserted and the procedure was completed. Two days later the iabp was removed and the patient condition was noted as stable.

Manufacturer narrative:
Device is a combination product.device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).